Event description:
This incident was reported to the manufacturer by the treating eye care professional. It is reported that the patient sought medical attention for eye pain on removal of the left (os) contact lens. Examination identified two paracentral corneal infiltrates in the in the 7 o'clock region, each smaller than one millimeter in size, suspected to be corneal ulcer. Cultures were taken for microbiological and antibiogram studies, results have not been provided. The patient was treated with tobramycin and ceftazidime eye drops to be instilled hourly, unspecified cycloplegic to be used every 8 hours, and analgesia and artificial tears as needed. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported in an abundance of caution due to alleged infiltrate and potential corneal ulcer with medical interventions and medications prescribed, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
(H3): no device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.